Event description:
The customer stated that she was hospitalized for high blood glucose levels over 400 mg/dl. The customer stated that her family thought she was experiencing low blood glucose levels and was given glucose tablets. The customer was taken by the paramedics to the hosp. The customer stated that she was unresponsive when she arrived. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.